Manufacturer narrative:
Siemens field service was not dispatched. It is not known if results of controls were within acceptable ranges. Siemens' investigation determined that the operator reported a "less than" result for a sample that did not coagulate. Users are instructed to never report results when no numerical value is generated. No documentation of analyzer errors, alerts or malfunction was submitted. The sysmex ca-1500 system operators' manual, chapter 9 - troubleshooting explains each of the errors that can occur in section 4.5 analysis data errors. The ato means that the analysis was not completed within the normal detection time. The user is instructed to check the sample for contaminants, verify sample and reagent dispensing and then repeat the sample. If re-analysis gives results without an asterisk, the result may be reported. If an asterisk is generated, the sample may not be capable of forming a clot. The user is to follow the laboratory's alternate protocol. The cce message indicates coagulation curve abnormalities: slope drops in areas; slope is too steep in areas; coagulation time was extended for fbg due to air bubbles caused by cold buffer. The user must: "equilibrate buffer to room temperature, then re-analyze." The ca series measurement eval and check methods scientific bulletin, details combinations of codes that do occur simultaneously. Code 12 indicates that both the ato and cce codes occurred. The scientific bulletin instructs users: "do not report results without numerical values." The user did report numeric results. The pt was given two units of cryoprecipitate. Administration of blood products presents a small risk of virus transmission and allergic transfusion reactions.

Event description:
The user of two ca-1500 automated blood coagulation analyzers, serial numbers (B)(4), contacted siemens healthcare diagnostics products on (B)(4) 2014 after results that may have been erroneous were reported for fibrinogen on samples from a (B)(6)-year-old female . The pt, who was awaiting surgery, was given two units of cryoprecipitate, possibly unnecessarily. Two samples, ID's (B)(4) were processed on (B)(6) 2014. When analyzed, both samples generated analysis time over (ato) and coagulation curve error (cce) errors on both initial and repeat testing. No numeric values were reported. Results were reported as less than 63mg/dl each time. The cryoprecipitate was given, but the pt wasn't tested again until (B)(6). An analysis fail error occurred on that sample, ID (B)(4), but prothrombin time (pt) and activated partial thromboplastin time (aptt) testing was performed and results generated. Fibrinogen testing performed on (B)(6) again gave the analysis time over (ato) and coagulation curve error (cce) errors.